Manufacturer narrative:
Inogen has received the device and will file a supplemental report at the conclusion of the investigation.

Event description:
The patient reported that he was driving with his oxygen concentrator plugged into the car when he passed out, leading to a car accident. He further reported that the device powered off, but did not indicate when this occurred. Patient states that he was taken to the hospital via ambulance, due to the accident.